Event description:
Two and a half years post-embolization, fibroids began to grow rapidly. Menstruation became heavy with abnormal bleeding pattern. Dull ache in urq under ribcage. 2003 MRI revealed 11 cm and 25 cm fibroids. Scheduled for myomectomy.